Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and genital haemorrhage ('gen. Abnormal. Bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), metrorrhagia ("metrorrhagia") and psychological trauma ("psych injury"). The patient was treated with surgery (endometrial ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, metrorrhagia and psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2016: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: pfs received. Previously reported event injury nos was updated to pelvic pain, gen. Abnorm. Bleed, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia, metrorrhagia and psych injury. Reporter information and lab data were added. Date of implant updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and ovarian cyst ('ovarian cysts') in a 29-year-old female patient who had essure (ess205) (batch no. 20208777) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included back pain, cramp in lower abdomen and muscle spasm. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced genital haemorrhage ("gen. Abnormal. Bleeding"). In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced ovarian cyst (seriousness criterion medically significant), 5 years 11 months after insertion of essure (ess205). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("patient in labor with 27-week gestation continued routine labor") and experienced pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia"), metrorrhagia ("metrorrhagia") and psychological trauma ("psych injury"). The patient was treated with right ovarian cystectomy and surgery (hysteroscopy, dilation and cutterage endometrial ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, metrorrhagia, psychological trauma, vaginal haemorrhage and ovarian cyst outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain, pregnancy with contraceptive device, psychological trauma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for events- genital bleeding. Discrepancy noted in date of insertion (B)(6) 2010. Current weight 149 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Imaging procedure - in 2016: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia'), genital haemorrhage ('gen. Abnormal. Bleeding') and ovarian cyst ('other injury or complication describe: ovarian cysts') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhia"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (hysteroscopy, dilation and cutterage endometrial ablation) and surgery (other) type of surgery: right ovarian cystectomy. Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, metrorrhagia, psychological trauma, vaginal haemorrhage and ovarian cyst outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for events- genital bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2016: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: pfs received: new events " abnormal bleeding (vaginal), and other injury or complication describe: ovarian cysts" was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of menorrhagia ('menorrhagia') and ovarian cyst ('ovarian cysts') in an adult female patient. Who had essure (ess205), (batch no. 20208777) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included: back pain, cramp in lower abdomen and muscle spasm. On (B)(6) 2006, the patient had essure (ess205) inserted. On 2006, the patient experienced genital haemorrhage ("gen. Abnormal. Bleeding"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhia"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury"), vaginal haemorrhage ("abnormal bleeding" (vaginal)) and ovarian cyst (seriousness criterion medically significant). And was found to have a pregnancy with contraceptive device ("patient in labor with 27-week gestation continued routine labor"). The patient was treated, with right ovarian cystectomy and surgery (hysteroscopy, dilation and cutterage endometrial ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, metrorrhagia, psychological trauma, vaginal haemorrhage and ovarian cyst outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported, as a live birth. It was unknown, whether the child was healthy. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain, pregnancy with contraceptive device, psychological trauma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for events genital bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on 2016: essure confirmation test(s), (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2020: pfs received. Lot number and concomitant. Historical condition added event: patient in labor with 27-week gestation continued routine labor, device ineffective were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.